Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported software crashes and dose offsets in (B)(6). Based on the available information there has been no actual mistreatment.

Manufacturer narrative:
Investigation results: the investigation was completed by conducting a thorough evaluation of the product and the related information. Upon investigation is was identified that there were two issues: the monaco system crashed, though this is an inconvenience this will not cause patient harm and is not a safety issue. Monaco dose offset. In the plan where the set-up beam field refers to a non-existed structure, all segments move inferior about 5 cm but dose can match the target. If the plan is re-optimised the segments and dose are all correct in the plan. With the information provided by the customer the issue could not be reproduced and cause could not be determined. Tests were performed to determine if the monaco crash and dose offsets were related. The conclusion was that these issues were unrelated.